Event description:
While wearing the external equipment the pt reportedly experienced sound perception problems. In october 2005 the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. The pt continued to be monitored by the center. On october 31, 2005 the pt reported sound perception problems. The decision was made to explant the pt's device. The pt was reimplanted with another advanced bionics cochlear implant.